Manufacturer narrative:
Corrected data: (product code and common device name).

Event description:
The user facility reported, the device and needle broke off during procedure. The procedure was completed successfully. No significant surgery delay, no medical intervention and no adverse consequences were reported as result of this event.

Event description:
The user facility reported, the device and needle broke off during procedure. The procedure was completed successfully. No significant surgery delay, no medical intervention and no adverse consequences were reported as result of this event.